Event description:
It was reported that this pacemaker exhibited right atrial (ra) noise and oversensing. The ra and right ventricular (rv) impedance measurements were greater than 3000 ohms. The patient experienced some dizziness. Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.